Event description:
It was reported that the patient was having an extreme pain and trouble swallowing following a revision procedure (MFR. Report number:3006630150-2023-05767). The patient a was admitted at the hospital. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient was having an extreme pain and trouble swallowing following a revision procedure (MFR. Report number:3006630150-2023-05767). The patient a was admitted at the hospital.